Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Angina is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a 3.25 x 15 mm xience alpine stent was implanted on (B)(6) 2015. On (B)(6) 2015 the patient was re-admitted with chest pain. It is unknown what treatment was performed in the hospital. The patient was discharged home with medication. No additional information was provided.